Event description:
A customer reported there was a detachment of the control panel to the base of the epiq cvx ultrasound system. There was no patient or user harm associated with this event. This issue was discovered outside clinical use. The philips field service engineer re-installed the screws to secure the control panel to the system to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A qualified field service engineer evaluated the system based on the customer complaint and the issue was confirmed. The field service secured the screws attaching the control panel to the base to resolve the customer¿s immediate concern. An investigation was performed to identify the cause of the reported issue. The system has been returned to use with no other issues reported.